Manufacturer narrative:
Programming inquiries were discussed. All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had an inappropriate shock in the vt zone after being detected in the vt-1 zone which was monitor only. It was reported that the patient had antitachycardia pacing and then went into ventricular tachycardia. No adverse patient effects were reported